Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer was assisted with troubleshooting for the alarm. Customer's blood glucose level was 174mg/dl at the time of the incident. The insulin pump failed the displacement test. The customer stated that the insulin pump alarmed again during rewind and also alarmed no reservoir while the reservoir was in the reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement due to motion sensor test failure alarms. The insulin pump was received with minor scratched lcd window cracked battery tube threads and cracked reservoir tube lip.